Event description:
It was reported during the use of a therapeutic vaxcel pasv PICC, the catheter fractured distal to the suture wing. This device has not been received for evaluation. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.